Event description:
A customer in singapore notified biomérieux of a false positive cefoxitin screen result for (B)(6) in association with the vitek® 2 ast-p580 test kit (reference #22233 lot#:3600987103). Results: run 1: cefoxitin screen (oxsf) : positive. Oxacillin changed from susceptible to resistant by the vitek 2 advanced expert system¿ expected result: cefoxitin screen (oxsf) : negative. Run 2: cefoxitin screen (oxsf) : negative. Oxacillin remained susceptible . Disk diffusion: cefoxitin and oxacillin were both susceptible. The final result reported was (B)(6). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed following a customer in (B)(6) notifying biomérieux of a false positive cefoxitin screen result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (reference #22233 lot#:3600987103) with software v8.01. The result was not duplicated upon repeat testing. The customer strain was received, sub-cultured to remel tsab, and incubated at 35c in co2 for 20 hours, replicating the customer's incubation conditions. After a second sub-culture, identification of the isolate was confirmed on the vitek 2 as staphylococcus aureus. The isolate was then tested on the vitek 2 with ast-p580 cards from the customer's lot (3600987103) and a random lot (3601069103), both in duplicate. Alere pbp2a, oxacillin agar dilution and cefoxitin disc diffusion testing were also performed. All four cards tested gave negative cefoxitin screen results. Additionally, all four cards yielded oxacillin mics </= 0.25 (s). Internal reference method and alternative testing gave the following results: - oxacillin agar dilution mic = 0.25 (s) - cefoxitin disc = 22 mm (s) - pbp2a = neg vitek 2 cards and reference method are in agreement for the cefoxitin screen and essential/categorical agreement for oxacillin. The vitek 2 ast-p580 card, lot 3600987103, met final qc release criteria. The lot passed qc performance testing. The customer's false positive cefoxitin screen result was not reproduced, and the cards are performing as intended.